Event description:
Parts of v-care separated as the manipulator was being taken out of the uterus by md. All parts recovered and complete. No patient injury.====================== health professional's impression======================unknownthis is the second event we have reported about same device.previous recall was for larger v care...this is the standard size v care.